Event description:
Patient given tpa nitro and tpa had to go through four (4) to get a pump that did not read repair v up on start updevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, computer hardware performance tests conducted, mechanical tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.